Event description:
Patient fitted with a miami j collar experienced skin deterioration after 10 days, grade 2 pressure injury was noted on (B)(6) and despite attempts to prevent further injury deteriorated into grade 3 pressure injury on (B)(6), 2015